Event description:
It was reported that the patient presented to the emergency department complaining of syncope. An interrogation showed high impedance and oversensing of noise on the right ventricular (rv) lead. It was noted that probable ventricular oversensing and loss of ventricular pacing led to the syncope. A fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-45 implantable pacing lead implanted: 2007 (B)(6). (B)(4).